Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a leak with the transfer set (further details not provided). The patient had the transfer set in place for approximately eight weeks prior to experiencing the issue. The patient used a non-baxter disinfectant. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample evaluation was performed. A visual inspection and clamp function test were performed with the issue noted of a broken occlude feet. The visual inspected also noted no whitish spot on the occlude leg which would indicate a possible over torquing. A leak test and clear passage test were performed with no issues noted. The cause of the leak was determined to be use error from using an alcoholic solution typically used for pre-operative skin disinfection which caused the occluder feet to break. According to the transfer set direction sheet it states "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." Use of such solutions may lead to damaged occluder feet of the twist clamp in the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received, however, the evaluation has not yet been completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. A follow-up MDR will be submitted if any additional relevant information is received.